Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type: catheter. Product ID: 8578, lot# n152404, implanted: (B)(6) 2008, product type: accessory. Product ID: 8578, lot# n152404, implanted: (B)(6) 2008, product type: accessory. (B)(4).

Event description:
It was reported that, in (B)(6) 2010, the patient experienced a hard fall. The pump had to be replaced in (B)(6) 2012 because the fall broke the anchor that held the catheter in place and the patient was not getting medication in the proper place. A rotor study and x-rays were done, which found that the catheter was not in the same place as it was upon implant. This was caused by the fall. The device system was used to deliver fentanyl, bupivacaine and hydromorphone.